Manufacturer narrative:
The pad-pak was first installed on the 20th april 2010 and performed all self-tests up to the 4th october 2015. The device records temperatures below the recommended minimum temperature. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory on the 7th october 2015. No further log entries were recorded prior to receipt at heartsine. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.